Event description:
Per the audiologist, the patient experienced a decrease in performance. Per the physician, the results of a CT scan indicate ¿¿a gap is present in the mid-portion of the electrode of the implant¿ this may be secondary to a fracture of the electrode.¿ it is unable to determine if the electrode was damaged prior to implantation. Additional information has been requested, but was not available at the time this report was filed.